Event description:
The user facility reported that during the withdrawal of a cytotoxic product they noticed drops on their work surface while checking the syringe to see if the product passed through the piston. There was no patient involvement. This event occurred pre-treatment.

Manufacturer narrative:
Health professional: requested, unknown. Occupation: requested, unknown. The actual sample was not available for investigation, instead, a reference photo was received showing a 30 ml terumo syringe with a non-terumo needle. Based on the photo, the aspirated medicine pass through the injection gasket resulting in drops of fluid inside the barrel. In addition, a bubble formation can also be seen at the first peak of the injection gasket in the second sample. The retention samples were confirmed free from any damages that could lead to the complaint. The samples were evaluated through the following related functional testing to challenge the functionality of the product. All samples showed passed results. Liquid leakage at the syringe plunger under compression test to check no leakage of water past the plunger stopper or seal, and small droplets between the seals are not considered a failure. Air leakage past the syringe plunger stopper during aspiration, and for separation of plunger stopper and plunger. This test was conducted to check no leakage of air past the plunger stopper or seal and no fall in the manometer reading. Based on the result of the initial investigation, the root cause of the complaint could not be identified. The actual sample is not available for evaluation hence we could not provide detailed information on its actual condition. A reference photo was received showing a 30 ml terumo syringe with a non-terumo needle attached. Based on the photo, the aspirated medicine pass through the injection gasket resulting in drops of fluid inside the barrel. In addition, a bubble formation can also be seen at the first peak of the injection gasket. Verification of the retention samples was confirmed free from defects that will lead to the complaint. A simulation was conducted to further verify the condition of the syringe through normal and incline aspiration of sterile water and no irregularities were observed. This indicates that the product is in good condition. Moreover, the samples were evaluated through functional testing such as liquid leakage at the syringe plunger under compression test and leakage past the syringe plunger stopper during aspiration, and for separation of plunger stopper and plunger. All samples showed passed results. We have a visual in-process inspection at the boxing process conducted every hour wherein assembled syringe conditions such as printing defects, ink dirt, loose foreign material (inside fluid pathway and outside), and any defect that could lead to the complaint. Based on our records all lot samples showed passed results. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).